Manufacturer narrative:
Zoll med corp has not received the device for evaluation, and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device displayed a "defib pad short" message and inappropriately displayed a "release button" message. Complainant indicated that there was no pt involvement in the reported malfunction.